Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for call was patient reported that they were having issues recharging the implantable neurostimulator (ins) . Patient stated that they were recharging their ins for 3 hours but only 30% was added to the ins battery. Agent had patient reset the controller and attempt a recharging session. Patient confirmed no visible damage to the controller compartment, battery pack, controller port and recharger. Patient unlocked the controller and was able to see the battery screen with the controller at 60% and the ins was 50% recharging in excellent. Patient then mentioned that this issue has been ongoing since last year and they were instructed to reset the controller every time the issue persists. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Additional information was received from a patient. They reported that even after a replacement recharger it still takes too long to charge. Patient said that this morning they had it charging for 2-3 hours and it only increase to 10%. Patient also made a comment that the screen was not as bright as it used to be. Patient controller battery was at 90% and ins at 60%. Agent informed about replacing the controller however if issue persist agent redirected patient to healthcare provider (hcp). A request was sent to repair to replace the controller. Additional information was received on 2025-nov-03. Patient called back stating they received their replacement controller after the recharger did not resolve the issue, but after trying to charge their implant 3-4 times, the implant now would not charge at all. Patient stated they would have the recharger on excellent for 2-3 hours and it would not get past 50%. Patient stated yesterday they also had the controller plugged in for 3-4 hours and it was still at 90%. Patient confirmed no error messages. Patient stated they would normally wait until 30% then 40% as the issues began before charging again, but they got to 50% and now it would not increment at all. Patient stated they had no falls or trauma, but they did have some weight loss and the implant sticks out just a little, but did not shift much. Agent had patient reset controller and clean controller port. Patient started charge with controller 80% implant 50% on excellent quality. The steps on the call did not resolve the issue. Agent sent request to repair for brand new non-refurbished controller. Agent reviewed for patient to contact healthcare provider if issue persisted.